Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that due to surgery, the patient needs to be infused with large molecules of nutrients, the nurse performed transperipheral central venous catheterization under local anesthesia on (B)(6) 2025, at 14:15 p.m. The nurse preferred to puncture the right side of the vital vein, which was successfully punctured, guidewire was inserted, and the skin was dilated under the skin dilator, and together the guidewire and the needle were withdrawn and PICC catheter was placed, and the PICC catheter was placed, and the process of retention had resistance that could not be successfully retained, and the puncture was abandoned. The ipsilateral brachial vein was re-selected for puncture, and the puncture went smoothly, and the guidewire was left in place. The guidewire went down to 3 cm, but could not be inserted, and there was a great deal of resistance, so it was abandoned, and the guidewire and the needle were withdrawn together, and the guidewire was carefully withdrawn, and the guidewire was found to have a friction sound when scrubbing it, and it was not smooth when touched, and the anterior section of the guidewire was joined in two places, and there was a separation of the most anterior end, so the PICC catheter was abandoned. He was forced to reopen a new catheter and replace the left upper arm puncture, which was successfully left in place. Unnecessary psychological burden to the patient; multiple punctures destroying blood vessels and replacing the limb may cause contamination of the environment in the surgical area. No other information was provided.